Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. And is under evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that image irregularities occurred at the user facility. Soon after starting operation, the endoscopic image was black when the subject device was connected to the video system center. The image recovered after the video system center was replaced with another one. To make a small laparotomy, the light source was turned off, but when the light source was turned on the image was black. The image recovered after restarting the video system center and reconnecting the subject device to the video center. During an emergency operation, the image of the subject device became black. The image recovered after replacing the subject device with another one. It was also reported that there were similar events as mentioned above. The user has four devices of same model, but it was not identified which devices were associated with the reported event. The serial numbers of the devices are (B)(4) (manufactured on april 19, 2010), (B)(4)(manufactured on december 13, 2010), (B)(4) (manufactured on january 30, 2014) and (B)(4)(manufactured on april 28, 2009). There was no patient injury reported.